Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-06312. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The following correction has been updated in this report. Section "both" in box b has been updated/corrected to product problem. Section "type of reported complaint" in box h has been updated/corrected to reflect product problem. Section h6 health effect- impact code has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused nodules in the lungs, enlarged heart. The patient has alleged that the device turns off randomly and has too much pressure. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.